Event description:
It was reported that the patient presented in clinical follow-up. Interrogation found that the implantable cardioverter defibrillator was in backup mode with high voltage therapy disable due to electrocautery. The implantable cardioverter defibrillator was explanted on 6 feb 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation was confirmed. As received, a device was reported for analysis. Analysis of the device image found the device went into backup mode due to a brownout. The backup operation could not be reproduced after the device was restored. The cause of the reported event was isolated to an anomaly in an integrated circuit.